Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the sensor had a sensor anomaly. Customer advised the sensor broke when they removed their transmitter. The sensor will not be returned for analysis.